Event description:
It was reported that shaft break, removal difficulty, ischemia, and ventricular fibrillation occurred. The target lesion was located in the right coronary artery. A 2.25 x 20mm synergy xd drug-eluting stent was selected for use; however, during the procedure, the shaft fractured at the junction of the hypotube and distal polymer shaft and could not be removed. The patient experienced ischemia, and ventricular fibrillation. The patient had to be defibrillated and sent to emergency coronary artery bypass graft surgery (CABG) where the balloon shaft was removed. The patient fully recovered. It was further reported that the break occurred about 120cm from the hub. The proximal half was removed in the catheter lab and the distal portion in the emergency room.

Event description:
It was reported that shaft break, removal difficulty, ischemia, and ventricular fibrillation occurred. The target lesion was located in the right coronary artery. A 2.25 x 20mm synergy xd drug-eluting stent was selected for use; however, during the procedure, the shaft fractured at the junction of the hypotube and distal polymer shaft and could not be removed. The patient experienced ischemia, and ventricular fibrillation. The patient had to be defibrillated and sent to emergency coronary artery bypass graft surgery (CABG) where the balloon shaft was removed. The patient fully recovered. It was further reported that the break occurred about 120cm from the hub. The proximal half was removed in the catheter lab and the distal portion in the emergency room.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.25 x 20mm stent delivery system was returned for analysis and the following attributes were examined. A visual examination of the stent found evidence of damage. The entire stent was damaged and detached from the delivery system. The stent was unable to be obtained. The max stent profile was measured within maximum crimped stent profile measurement specifications. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks.a visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion break and a lasercut region fracture 108.7 cm distal to the strain relief with the corewire visible.

Event description:
It was reported that shaft break, removal difficulty, ischemia, and ventricular fibrillation occurred. The target lesion was located in the right coronary artery. A 2.25 x 20mm synergy xd drug-eluting stent was selected for use; however, during the procedure, the shaft fractured at the junction of the hypotube and distal polymer shaft and could not be removed. The patient experienced ischemia, nd ventricular fibrillation. The patient to be defibrillated and sent to emergency coronary artery bypass graft surgery (CABG) where the balloon shaft was removed. The patient fully recovered.